Event description:
It was reported per email (medwatch report #mw5106540, report date: 27-dec-2021) that ms3 pump for generic treprostinil alarms low volume, but syringe still has 0.4 ml remaining. No further details provided.